Event description:
The customer reported to olympus, the air/water channel on the evis lucera elite colonovideoscope was blocked. The issue was detected at reprocessing. The intended procedure was completed with the same scope with no surgical delay. No patient injury reported. During the evaluation of the device, it was noted foreign debris was protruding from the air/water nozzle due to insufficient to incorrect reprocessing. This report is to capture the reportable malfunction of foreign debris was protruding from the air/water nozzle due to insufficient to incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The blockage in the air/water nozzle appeared to be a black rubber like material. The item did not originate from the olympus endoscope. No leak check was conducted as the device was leaking from the aspiration channel. The light cover glass and optical cover glass was chipped, and the adhesive was worn. The bending section cover glue was lifting. The aspiration housing color ring was worn. The identity badge was missing. The switch condition was worn. The light guide tube had delamination. The aspiration channel condition and brush passage were leaking. The low angulation was lower than standard. The angulation had play. The water flow and water removal were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to that the material could not be removed even though the user reprocessed the device properly in accordance with IFU. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿·reprocessing manual_ precleaning the endoscope and accessories -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·cleaning, disinfection, and sterilization procedures_ manual cleaning -clean the external surface_ *immerse the endoscope in the detergent solution. *with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. - flush the air/water channel with detergent solution. Presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor the field performance of this device.